Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not deliver the first 3 shocks to the patient. The fourth shock was delivered to the patient and the patient was rescued. The message ¿needed maintenance indication¿ occurred between the first and fourth attempts. The patient involved was reported to have not experienced harm or adverse patient impact. Additional information has been requested.

Manufacturer narrative:
The (B)(4) confirmed that the customer reported that the message ¿needed maintenance indication¿ occurred between the first and fourth attempts. The (B)(4) found that the device passed the user test successfully. The customer subsequently declined further service.

Event description:
It was reported to philips that the device did not deliver the first 3 shocks to the patient. The fourth shock was delivered to the patient and the patient was rescued. The message ¿needed maintenance indication¿ occurred between the first and fourth attempts. The patient involved was reported to have not experienced harm or adverse patient impact. There was no report of immediate clinical action taken to prevent serious injury or death.